Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 double head pump was unresponsive to touch during priming. The customer was unable to use the pump for the procedure. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative replaced the complained touch screen and tested the unit. No further issues were reported. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 double head pump was unresponsive to touch during priming. The customer was unable to use the pump for the procedure. There was no patient involvement.